Manufacturer narrative:
Patient information not available for reporting. 510k: this report is for an unknown tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. It is not known if the device was explanted. Initial reporter telephone not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon reports a few cases where the static locking procedure of the trochanteric fixation nail advanced (tfna) did not statically lock the helical blade to the nail as expected. As a result, significant lateral protrusion of the helical blade was observed. The number of cases was not reported. (B)(4) addresses the reported additional cases. This report addresses one (1) case of unknown date. This report is for one (1) unknown tfna helical blade. This is report 1 of 2 for (B)(4).